Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was confirmed and observed during evaluation. The alarm was found to be caused by a failed upper hook switch. The upper auxiliary assembly (including the failed hook switch) was replaced.

Event description:
During baxter's evaluation it was found that a spectrum pump had a system error 322 alarm. There was no patient involvement.